Manufacturer narrative:
(B)(4). This complaint is confirmed for use error and the assignable cause is the patients? Failure to follow proper therapy steps/ set up, use error. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted global technical service (gts) regarding the solution coming out the top of the line on the home choice (hc) during prime. The home patient (hp) stated this was his first night on the hc. Gts went through the connections with the hp. The hp connected the patient line to the drain bag and left the drain line on the organizer thinking it was the patient line. Gts advised the hp would need to start over with new supplies. Gts assisted the hp to end the setup. Gts assisted the hp with the new setup. The patient was involved but there was no serious injury or medical intervention reported.